Event description:
It was reported that this right ventricular (rv) lead has been increasing the pacing impedance over the last year. All measurements were within normal limits. This rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced along with the rest of the system due to high rv pacing thresholds. No additional adverse patient effects were reported.